Event description:
Simplex p speedset not hardening after being implanted for 14 minutes. Cement pedal utilized, with cement mixed for 1 min 30 seconds. The or suite at 64 degrees. Cement hardened after 15 minutes. Saved the product information for coordinator.

Event description:
Simplex p speedset not hardening after being implanted for 14 minutes. Cement pedal utilized, with cement mixed for 1 min 30 seconds. The or suite at 64 degrees. Cement hardened after 15 minutes. Saved the product information for coordinator.